Event description:
Procedure: sleeve gastrectomy. According to the reporter: the staples did not form correctly and did not form into a "b" shape. This resulted in an open staple line and re-suturing was need on the transaction line. There was no additional bleeding reported in excess of 250 cc. There was no unanticipated tissue loss. Operative time was extended about 40 minutes due to placement of several sutures.

Manufacturer narrative:
(B)(4). (B)(4).